Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the rep indicating the cause of the shocking was unknown, and the issue had not been resolved. The patient had a follow-up appointment scheduled for the following week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a fall and hit their head on the back right side. Several months later they started feeling a shocking sensation in their right chest and down their right arm. It occurred every 2-3 days for the last couple of months, but now it has been occurring daily. Impedances tested were within normal range. The patient was scheduled to follow-up with their healthcare provider (hcp) next week. It was unknown if there was planned surgical intervention at the time of the report. No further complications were reported as a result of this event.